Event description:
The customer reported via phone call that they received a failed self-test alarm on the insulin pump. Customer stated this was the third occurrence of the alarm. Customer's blood glucose was unknown. Troubleshooting found the correct bolus amount was recorded in the bolus history. The customer did not program a temp basal prior to alarm occurring. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed a64 after boot up and during pump self test due to faulty electrical component on the radio frequency board. The insulin pump passed the displacement test. The insulin pump was received with cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.